Manufacturer narrative:
This report documents the sample that had a confirmed blockage. H3: three used devices and two videos were received for analysis. Visual inspection found no damage or anomalies. Functional testing was performed where each catheter was assembled onto their respective filters and connectors, and red dye was pushed through the set using each returned syringe. Normal flow was observed on sample 1 and 3. Flow was observed only through two holes of sample 2. Upon further inspection an occlusion was observed on the first hole of sample 2 catheter. The tip of the catheter was cut off to better visualize the occlusion. The customer compliant was confirmed in one of 3 returned samples. The root cause of the occlusion is unknown. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one hole of one catheter was blocked, three holes of one catheter was blocked, one catheter's connector was almost blocked and required great force to pump. There were 3 quantities affected. The event occurred at hospital, while in use with patient. There was no patient harm/adverse event reported.